Event description:
A report was received that the patient underwent an explant due to pain at pocket site location. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent an explant due to pain at pocket site location. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-2218-50 serial:(B)(4) description:linear st lead, 50cm.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The possibility that electrical leakage could cause pain in the patient's pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. No discrepancies were identified. No intermittent anomalies were noted in the output. Device exhibits normal device characteristics. The reported complaint of the ipg causing pain at the pocket site was not duplicated or confirmed. The damage to the leads is consistent with damages done during the explant procedure and it is not considered a failure.